Event description:
It was reported that the patient was admitted to the emergency room in complete heart block. Transcutaneous pacing was used, the patient was intubated and sent for emergency pacemaker implant. Within minutes of final device testing post implant, there was loss of atrial tracking and sensing and inconsistent atrial capture. It was also noted that the atrial lead position had changed. It was further reported by the physician that the atrium had enlarged and that the lead position change may have been related to the atrium enlarging. The patient was considered too unstable to consider revision and the lead was programmed off. The patient later died in a manner unrelated to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) 4092 implantable pacing lead (B)(6) 2013.